Event description:
It was reported that the lead was capped due to noise, sensing difficulty. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Event date 2009. Type of device is implantable tachy lead in also model 6921l, implant dates are 1995 and 1993, and explant date 1995.